Event description:
It was reported that the left ventricular lead dislodged. The lead was explanted and replaced during a routine device change out. The patients condition was stable post procedure.

Manufacturer narrative:
.